Manufacturer narrative:
(B)(4).  The third party service agent provided physio-control with the electronic records from the device for analysis.  Upon review of the electronic records from the event, physio-control determined that the cause of the reported issue was due to use error. The following is a description of the user actions with the device during the reported event: the device was powered on at 2:03:08 pm. At 2:03:34, the patient was connected to the device with disposable defibrillation electrodes and the patient¿s ECG was displayed in the paddles lead. At 2:03:36 pm the analyze button was pressed (2x). The first press of the analyze button started analysis 1 and the second press of the analyze button did nothing. One second later, the lead button was pressed, which caused the device to display lead ii, enter the advisory mode and stopped analysis 1. While in lead ii the monitor displayed only a dotted line for the ECG trace because there was no patient ECG cable connected to the patient. Two seconds later, the lead button was pressed again which changed the device back to the paddles lead display and the patient's ECG rhythm was again displayed. Approximately 10 seconds later, the user pressed the shock button (2x), which did not do anything, since defibrillation energy had not been charged prior to pressing the shock button. Then the energy up button was pressed and the device prompted the user if they wanted to enter manual mode. Manual mode was then confirmed by the user. The device was then charged to 360 joules by pressing the charge button. The defibrillator charge was removed 7 seconds later by pressing the selector knob. Approximately 32 seconds later, a check patient alarm occurred and 7 seconds later the user pressed the lead button changing the device from paddles lead to lead ii. This caused the device to again show a dotted line for the ECG trace. Approximately 25 seconds later, the user pressed the charge button and charged the device to 360 joules then removed the charge 7 seconds later by pressing the selector knob. Finally, at 2:05:46 pm the lead button was pressed and the device changed to paddles lead again and the patient's ECG rhythm was again displayed. The device was powered off 55 seconds later at 2:06:41 pm. There was no indication of a device malfunction observed in this review. The third party service agent evaluated the customer¿s device.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use.  The device was not returned to physio-control for evaluation. There was no failure of the device.  The cause of the reported issue was determined to be use error. Physio-control will offer additional training to the customer. (B)(4).

Event description:
A third party service agent contacted physio-control to report that a customer's device was used during a cardiac arrest and that medical personnel had advised that the device was unable to deliver a shock.  Medical personnel further indicated that the device charged, but only dotted lines (---) were seen on the display, so the charge was dumped by the user. The patient, a (B)(6) year-old male, had received three (3) shocks from a public AED prior to the customer's arrival on scene.  When the reported issue occurred, medical personnel switched back to the public AED until a backup device (also a lifepak 15) could be obtained and connected to the patient.  The backup device was then used to continue patient care with no issues reported. The patient did not survive the event.  No further details about the patient or the event were provided.